Event description:
Hcp reported "pump over infusing, emptying several weeks before supposed to. Pt experienced three episodes of acute "ms" withdrawal from pump running too fast." The device was explanted and returned to MFR. Additional info will be provided as it becomes available.